Manufacturer narrative:
(B)(4). The reported description of this complaint notes that the monitor fell. No pt harm was reported. Philips has not yet been able to determine this monitor was accidentally dropped or whether there was a mounting failure. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description of this complaint notes that the monitor fell. No pt harm was reported.